Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between february 6-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a bag that contained the infusor device which suggested a leak may have occurred inside the bag. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue winged cap. The device contained fluorouracil and normal saline. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.